Manufacturer narrative:
Unit passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing, however, power graph shows unexpected battery power loss at a period of time. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had replace battery alarm. Customer reported that low battery alarm did occur prior to replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.